Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was dead and he was experiencing a low blood glucose showing signs of being shaky, irritable, and sweaty. The patient was unable to provide values for the low blood glucose but stated that the low was treated with oral carbohydrate and symptoms resolved. Troubleshooting of the pump indicated that the patient had inserted the pump battery backwards and placed correctly, the pump booted appropriately. The alarm history was reviewed and the last alarm was related to a low cartridge on (B)(6) 2012. There was no indication of a possible battery alarm in the pump history related to the pump powering off. The patient reported that he was unable to confirm if the pump beeped or alarmed as he was sleeping at the time. The reported power issue is not likely to contribute to the patient's alleged low blood glucose. This report is made based on the allegation of symptoms indicative of severe hypoglycemia and the allegation of a pump power issue.